Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced component defect issue event on (B)(6) 2026 as patient reported infusion set leaking at the quick release as it was not tightly connected and patient is not able to connect quick release successfully.